Manufacturer narrative:
Product event summary: the partial lead was returned in segments, analyzed, and no anomalies were found. The setscrew marks on the connector pin were too proximal. Visual summary analysis of the lead indicated apparent explant damage. Visual summary analysis of the lead indicated stretching. Performance data collected from the device was received and analyzed. Analysis of the device memory indicated atrial oversensing. Concomitant medical product: a2dr01 ipg implanted: (B)(6) 2016.

Event description:
It was reported that the right atrial (ra) lead exhibited noise during interrogation and on detected episodes. At least one treated atrial tachycardia (at)/atrial fibrillation (af) episode resulted in inducing at/a flutter. They were unable to replicate noise in the clinic with provocative maneuvers. Noise was only noted in clinic when pacing the atrial lead. The ra lead was explanted and replaced. Also, the right ventricular (rv) lead had a high threshold. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.